Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the compact flash (cf) card not being able to be removed from the system monitor was confirmed via functional analysis. The system monitor (serial number: (B)(4)) was tested and evaluated at the edc on (B)(6) 2021. The system monitor booted up and functioned as intended. Software version (B)(4) was found. It was noted that the cf card was not able to be removed from the slot without the use of pliers. The main printed circuit board (pcb) was replaced, and preventative maintenance was performed. The main pcb was forwarded to the product performance engineering (ppe) lab for further analysis. Upon initial observation of the cf card slot, a piece of metal found within the card slot was bent and hanging down. When compared to a nondamaged card slot this piece of metal is flush with the other components found in the slot. The piece of metal of pushed back up and a cf card was inserted into the slot of the returned main pcb. The card was easily removed by hand. The root cause for the cf card being difficult to remove was due to damage to the card slot of the main pcb; however, the root cause of the damage was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The product was shipped on (B)(6) 2012. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section titled ¿setting up the system monitor for use with the power module¿. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system monitor was returned to the manufacturer due to a memory card not being able to be removed. No additional information was provided.